Event description:
The customer reported that he went to urgent care today due to high blood glucose levels, with a reading of 418 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was still experiencing high blood glucose levels at the time of the call, and stated that his wife will call the paramedics if assistance is needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge